Manufacturer narrative:
A ge service representative performed an onsite investigation. The caster plate assembly was replaced. The system was then found to be working as intended and put back into service.

Event description:
The customer reported that the system was difficult to steer. No pt injury was reported.